Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient was implanted with two scs systems(thoracic and cervical). The patient reported a loss of therapy. Reportedly, the ipg (cervical) was unable to communicate with the charging system and the patient programmer displayed an error message. Follow-up confirmed the ipg was inoperable. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. The issue is resolved. Note: concomitant devices: it is unknown which leads/ accessories are associated with the cervical ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.